Manufacturer narrative:
The device was not returned for evaluation. The x-rays provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that, the root cause of the reported event could not be definitively concluded based on the documentation provided as the provided x-rays do not show definitive contact/articulation of metallic components. Possible trauma, the reported pre-existing knee instability, and third-body debris could not be ruled out as potential contributing factors to the reported event. The patient impact beyond the reported knee instability and ¿metallosis¿ could not be determined. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal similar events for the listed device. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include damaged product, implant corrosion, wear, abnormal motion over time, bone degeneration, fit/sizing issue, lack of ingrowth or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after a primary tka on the patient's right knee on an unspecified date, the patient has been experiencing metallosis caused due to severe damage of the jrny ii cr isrt xlpe rt sz 1-2 10mm. It is unknown if a revision surgery has been already medically indicated or scheduled to treat this adverse event. Further details on the actual health status of the patient are unknown.